Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI: (B)(4). The service engineer (se) inspected the diagnostic logs and found an alarm light emitting diode (led) failed diagnostic code. The se replaced the power switch overlay to resolve the reported issue. The device successfully passed functional testing.

Event description:
It was reported that a v60 ventilator generated a frequent "low-level" alarm. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.